Event description:
The following has been reported by customer: on (B)(6) 2025, one of the infusion pumps in the ICU did not alarm when the medication ran out and caused a complication in a patient. Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed. No event linked with the reported issue was observed. Device log was downloaded locally and provided for analysis. The reported device was not returned to brézins for investigation. Device history log was reviewed by our investigator in brézins. No infusions were initiated during the period of logs received from (B)(6) 2025 to (B)(6) 2026. Several error 52 and 51 were found linked to the speaker. According to provided information, internal inspection performed by local technician found that the buzzer's communication flat was loose, which caused the error presented. No further reparations have been made to our knowledge. Based on available information, this complaint is considered as not valid with no issue related to the reported event. However, it advisable to repair the speaker issue. This complaint is considered as: not valid. The trend is: n/a.